Event description:
It was reported that the shunt was explanted three days after implanting because it did not drain the patient. When testing, the physician found that the catheters were patent, but the valve had no flow.

Manufacturer narrative:
(B)(4). The valve was not patent due to copious amounts of red proteinaceous debris located throughout the interior. The condition of the returned valve precluded all further testing. The instructions for use that accompanies the device cautions that shunt obstruction may occur in any of the components of the shunt system. The system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization or other debris. A review of the manufacturing records was not possible as no lot number was provided. All of our valves are 100% tested at the time of manufacture.